Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer mother reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 385 mg/dl at the time of the incident. The customer¿s blood glucose at the time of call was 415 mg/dl. The customer experienced symptoms such as headaches. Assisted with performing the hp test, however test failed. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. Product will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No calibration anomalies or sensor graph anomalies noted during testing. Unit was received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.